Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws were not stuck shut. The jaws opened and closed normally when the handle was activated. The knife was activated on a silicone test strip with acceptable results. The knife was inspected under magnification and no damage to the leading edge of the blade was found. The knife moved smoothly along the knife track. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer¿s complaint. All seal cycles were completed satisfactorily without difficulty, locking or sticking. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states to minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaw s and lead to improper performance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the forceps were locked on fallopian tube and would not come off. Different surgical tactics were necessary to remove the device from patient. Scissors with heat was used to cut tubes on medial and lateral sides of the handpiece to remove it.